Event description:
Mps reported that arm locked up while attempting to enter reaming. He also reported that even though haptics were engaged, the inclination and version numbers continued to change drastically (i.e. From 40 to 35). Mps shut down robot, cleaned cables, and rehomed robot. Solved arm locking up.

Manufacturer narrative:
H4 manufacturing date added. An event regarding arm haptic issue involving a mako robotic arm was reported. The event was not confirmed. Method & results: -product evaluation and results: the field service engineer reported: problem reproduced: no troubleshooting notes: mps shut down robot, cleaned cables, and rehomed robot. Solved arm locking up. Work performed: reported problem ¿ arm locked up while attempting to enter reaming. He also reported that even though haptics were engaged, the inclination and version numbers continued to change drastically (i.e. From 40 to 35). Observation ¿ could not duplicate the problem and found no errors in the error log. Action taken ¿ performed system checkout and cleaned camera lenses. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate device was manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical.  A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reported that arm locked up while attempting to enter reaming. He also reported that even though haptics were engaged, the inclination and version numbers continued to change drastically (i.e. From 40 to 35). Mps shut down robot, cleaned cables, and rehomed robot. Solved arm locking up.